Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the turned the unit back on, it responded, and worked good ever since. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the patient's x-ray the week before the report, the patient had a return of symptoms and it wasn't doing the job it used to do. The patient checked the programmer, it was at 1.7v, the stimulation was turned on, and the jolting was too high. It was reviewed that it was because the patient had the stimulation off and abruptly turned it on at 1.7v. The patient had an x-ray done the week before the report and might need a hip replacement. Also, it was noted that the patient has had an MRI about a month ago and had no issues afterward. The patient was advised to turn the stimulation down so it's comfortable, let his body acclimate to the stimulation, and then raise it slowly. The patient stated he will lower stimulation, for now, to give his body time to adjust to it again. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-03-01 crts 3829049(con): additional information was received. Patient stated that they were tired of being wet and stated it happened every time they do get an x-ray. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.